Event description:
It was reported that the patient underwent a left hip revision due to superior wear of the liner. Liner and acetabular screw were removed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: device implanted 2008 or prior. H6: mechanical (g04) - stem. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided. Review of the available records identified the following: single ap pelvis demonstrates bilateral total hip arthroplasties with screw fixation of the left acetabular cup. Asymmetric position of the left femoral head within the acetabular cup suggest polyethylene wear. Radiolucency along the bone cement interface of the proximal femoral component consistent with loosening. A definitive root cause cannot be determined. Based on the mmi report, the complaint is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.